Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a severely calcified and moderately tortuous proximal lad lesion exhibiting 70% stenosis. The device was not removed from its packaging as per IFU nor inspected. It was reported that during delivery of the device, the device passed through a previously deployed stent and resistance was encountered but no excessive force used. The device reportedly got stuck in a calcified section and after force was applied during removal, the device dislodged during withdrawal of the device from the vessel, with the dislodged portion of the device remaining in the patient. The stent came off the balloon and with the aid of a small balloon it was implanted in the vessel, but not at the target lesion. The dislodgement occurred on the distal stent which is indicated caught in the calcification. It was confirmed that the onyx had not been inflated prior to the attempted removal. After tentative, the doctor decided to place a small balloon in the stent and replace the stent before the lesion (before the calcification). Patient is reported to be doing well. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.